Event description:
Additional information was received from the patient and the manufacturer representative (rep). The rep reported that it was decided by the provider no future plans to change the leads. All impedances fell in normal range. Patient reported they were in for programming of their new implantable neurostimulator (ins) and the rep had no idea what he was doing. Rep programmed pt and pt stated they ended up in the hospital with a migraine. Pt stated they need someone to reach out to them that knows how to program their device as they are incapacitated at this point.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states connectivity check showed 'green' for both ports but they were seeing multiple open circuits on the 8-15 lead. The caller states they talked to an mdt rep who last programmed the pt in 2010 (agent asked for rep's name, caller did not provide and said this person no longer works for mdt) and there were no impedance issues at that time. Agent asked if the impedance issue just showed up after intellis implant and caller was not clear on the situation--caller initially said there were no impedance issues with the restore ins implant but later made it sound like there may have been.